Event description:
Event description guidant received information that this transvenous pacing lead was fractured 4 inches from the device, distal to the clavicle. In addition, guidant received information that this implantable cardioverter defibrillator (ICD) was included in the field advisory/recall population. To date, there have been no reported patient symptoms associated with this clinical observation.